Event description:
It was reported through a direct call from the customer to the emergency support program during use that the cardiosave intra aortic balloon pump(iabp) triggered a gas loss alarm on multiple occasions. There was no patient harm and injury reported.

Manufacturer narrative:
E1: (B)(6). An rn in the ccu, called to request assistance with a gas loss alarm. She stated it had occurred a couple times, including overnight.esp team had her perform proper troubleshooting: verify the helium tubing had no blood or discoloration. Press the iab fill key for 2 to 3 seconds, press start, and check the helium tubing again. The pump resumed without issue. A gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period is greater than or equal to 80 msec and deflation period is greater than or equal to 250 msec. Since the device was not returned for evaluation ,the exact root cause could not be determined, however gas loss could occur due to loose catheter connections, catheter occlusions or restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.